Manufacturer narrative:
(B)(4). The onset of the peritonitis event occurred on an unknown date in (B)(6) 2013. A review of manufacturing records for potentially associated lots h13a24037, h13c06048 and h12l12064 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional information become available, a follow-up report will be submitted. This event is for the same patient as (B)(4).

Manufacturer narrative:
(B)(4). Follow up information: on an unreported date, the patient missed a day of dialysis. The exact cause of peritonitis was unknown.

Event description:
This is report 3 of 4. It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for the event. Treatment was not reported. Peritonitis had not yet resolved. No additional information is available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number h13a24037 with no issues noted during the manufacturing process. There were no deviations from standard procedure. The exception summary was reviewed for this batch with an exception noted however, the exception did not indicate any issues related to the reported condition. A review of all batch record documents was performed for potentially associated lot numbers h13c06048 and h12l12064 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional information become available, a follow-up will be submitted.